Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed metal gouging found at the inside of the outer tube just distal of the distal aspiration hole. Gouging was found on the same side of the hood and no gouging was found at the opposite side of the outer tube. The complainant's event is typically caused when end user applies excessive force on the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the burr produced metal fragments which sprayed all over the patient shoulder. All fragments could not be removed due to the small size and the amount. No significant delay in surgery. Patient had a large degenerative tear that is consistent with an older patient demographic. Bone quality of patient was good.